Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot#: unknown, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown . If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the proximal end of the lead broke after implantation. The surgeon had to explant and redo the procedure.